Event description:
The pump was returned to bi-med with a burnt power cord. It is unknown if the pump was in use at the time of the event. No additional information is available. No patient or operator injury occurred.